Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the rptr, the device displayed "ra leads off" then stopped displaying the pt's ECG. The pt was transported to the hospital and no adverse affects to the pt were reported as a result of the alleged malfunction.